Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank screen. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review revealed the device has been serviced within the last 12 months. Evaluation serviced the device for the same/similar allegation. The reported issue was confirmed as a white screen issue and the processor printed circuit board was found to be failed and was replaced during the service to fix the white screen issue. All required service actions were completed in the last service cycle. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review revealed the device has been serviced within the last 12 months. Evaluation serviced the device for the same/similar allegation. The reported issue was confirmed as a white screen issue and the processor printed circuit board was found to be failed and was replaced during the service to fix the white screen issue. All required service actions were completed in the last service cycle. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.